Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The synchroseal instrument was analyzed and initial fa confirmed. E100 logs showed 4 coag events with no errors. The instrument had 7 seal events with 1 high initial starting impedance error and 116 transect events with 2 cut electrodes shorted errors and quantity 4 "blank" error. The cut electrodes shorted errors could be due to a metallic component coming in contact with the instrument jaws during the procedure during energy delivery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument to perform failure analysis. The synchroseal was analyzed, and the complaint was not confirmed by failure analysis. The synchroseal instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the logs shows no errors. A review of the e-100 logs and instrument logs for the synchroseal associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: e-100 logs show four coag events with no errors, seven seal events with 1 high initial starting impedance error and 116 transect events, with 2 cut electrodes shorted errors and 4 ¿blank¿ errors. The instrument logs show some errors which do not seem to explain why the instrument stopped working. The reported event could likely be due to the high initial starting impedance error, which occurs when they have too much tissue between the jaws. It could also likely be due to the electrodes shorted errors, which occurs when a metal part/component contacts the cut electrode during the procedure. The instrument was used for over 45 minutes.

Event description:
It was reported that during a da vinci-assisted paraesophageal-hiatal hernia surgical procedure, the synchroseal instrument stopped working during procedure. The customer removed and reseated the drape and instrument, but it still did not work, and the malfunction continued. Another synchroseal was opened and used for the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no damage or anything out of the ordinary. The customer was unsure what surgical task was being performed at the time. There was no energy at any point when it stopped working even though it was still recognized by robot. The synchroseal did seal successfully initially then stopped. The synchroseal was in use 30 to 45 minutes before the issue occurred. The initial reporter was not aware of any errors and noted that none were reported. The initial reporter was not sure if there was a continuous tone when the pedal was pressed, if there were three fast audible tones heard suggesting sealing or sync mode cycle was completed successfully, if there was tissue effect observed during the sealing/sync cycle, or if tissue was ever cut that was not fully sealed. The customer informed that none of those details were reported. The customer informed that the target tissue was not reported. The customer informed that no unexpected additional bleeding was reported. The surgeon was not sure what cause the synchroseal issue but informed that it was working and then stopped.